Event description:
Additional information noted capsular contracture, baker grade IV; presence of retroglandular cystic image (implant), with some surface undulations based on ultrasound. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, deformation, and crease fold. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing. Wrinkles (creases) are observed but have no relationship with manufacturing.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Additional information noted capsular contracture, baker grade IV; presence of retroglandular cystic image (implant), with some surface undulations based on ultrasound. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (grade unknown).

Event description:
Health professional reported right side calcification and capsular contracture, baker grade unknown. The device remains implanted.